Manufacturer narrative:
Summary of evaluation: evaluation results as received from howmedica leibinger in freiburg, germany, indicates that this event cannot be evaluated because the device was not returned for examination.